Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of needle deployed early. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone14.3. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported after filling and priming the pod, the cannula activated prior to placement, indicating a needle mechanism failure.

Manufacturer narrative:
The pod was received with the needle mechanism fully deployed. Inspection of the download data found that the pod completed both the first and second priming sequences with the expected number of pulses in each priming sequence. The pod was deactivated at the end of the second priming sequence. The investigation did not find any damage or deficiencies that would contribute to the needle deploying early, though it could not be determined when exactly the needle was deployed. The cause of the reported needle deploying early could not be determined.